Event description:
It was reported that the customer was hospitalized for dka. Troubleshooting was done and the pump passed testing. It was indicated that the customer has had a sinus infection for the past month. Also, the customer stated that the cannulas have been bent in the past. It was conveyed that the customer did not give a manual injection to treat hbgs prior to the event.